Event description:
It was reported that the patient went to the emergency room after feeling lightheadness, bradycardia, fatigue, and a strong headache. Interrogation of the device showed high/undefined impedance of greater than 9999 ohms. When the pocket was opened, device connections were checked and were fine. The lead was then connected to the analyzer, and the measurements changed to 950 ohms. When connected to the device again, the same high/undefined measurements occurred. The device was explanted and replaced. No further patient complications have been reported as a result of this event, and the patient's status was reported as "stable" following the replacement procedure.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Evaluation summary: testing revealed a no output condition when programmed ddd unipolar pacing in ventricular and bipolar pacing in the atrial. The no output condition was the result of lifted hybrid bond wires.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model. Analysis of the device is in process; the results will be forwarded when available.